Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that they were experiencing lightheadedness, sweating, and irregular blood pressure rates. The patient was told their lead had an insulation problem and would need to be replaced. It was reported, through followup with the clinic, that the patient's lead had noise, low impedance, and an insulation issue, and that the physician has chosen to monitor rather than revise at this time. The lead is still in use. No patient complications have been reported as a result of this event.